Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient is very thin skinned, and the device was being rubbed by the car seatbelt, causing a sore to develop just over the pacemaker site. The physician elected to explant this entire system and re-implant several days later on the patient's other side. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.